Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 01-nov-2014, UDI #:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing an unknown drug via an implantable pump for unknown indications for use. It was reported that an explant was scheduled for (B)(6) 2021 for an unknown issue. It was unknown if any external factors contributed to the issue and it was not known what diagnostics/tr oubleshooting were performed. The issue was not resolved at the time of the report. The patient's weight and medical history were asked but unknown. It was indicated that the company representative would follow up with the healthcare provider on the patient's status. Additional information was received from the rep who reported that the explant was cancelled and would be rescheduled in the future.

Event description:
2021-may-14 mpxr 838724 (rep, hcp): information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving an unknown drug via an implantable pump for unknown indications for use. It was reported that an explant was scheduled for (B)(6) 2021 for an unknown issue. It was unknown if any external factors contributed to the issue and it was not known what diagnostics/troubleshooting were performed. The issue was not resolved at the time of the report. The patient's weight and medical history were asked but unknown. It was indicated that the company representative would follow up with the healthcare provider on the patient's status. (B)(6) 2021 e1 (rep): additional information was received from the rep who reported that the explant was cancelled and would be rescheduled in the future. (B)(6) 2021 e2 (rep): document contained no new information. (B)(6) 2021 e3 (rep): additional information received stated that hcp started weaning patient down to see how he would do without it. Patient had difficulties getting rides to refills. The clinic started weaning him down on (B)(6) 2020. He was at 105 mcg/day andis now at 48 mcg/day. The patient had a difficult time getting rides to the clinic and he wanted to see if he could get by without the pump. With the decrease, he had some spasticity remaining but not enough for him to want to keep the pump. The explant was scheduled but then postponed to an unknown date so the patient could get his covid-19 vaccination. No device allegation, waiting for the explant to be scheduled. The patient did not experience any symptoms regarding his desire to have the explant. He did experience a slight increase in spasticity as a result of winging down from 105 mcg/day to 48 mcg/day but the patient feels it is acceptable for the convenience of not going into the clinic for refills. The explant has been postponed and has not been rescheduled yet, remains active in the patient.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6) implanted: (B)(6) 2014 explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.